Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the alert notification became frozen on the pump screen. There was a temporary delay in clearing the alert. The customer's blood glucose was not impacted.